Manufacturer narrative:
Evaluation of the system during activation suggested that the leads had possibly migrated, however no imaging was made available to confirm initial implant location vs location of the leads at activation. The patient verbally expressed frustration with post-op instructions, including the need to minimize movement in the neck area to allow the site to heal and scar tissue to form around the device for stability. Based on patient response, it is unclear if the patient was compliant with the instructions and potential noncompliance may have contributed to movement of the implanted components. It is possible that a combination of lead placement and stimulation levels may have contributed to the patient's complaints of feeling unstead or off balance, however the more likely cause of symptoms is that the patient has other underlying health conditions.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 with the system being activated on (B)(6) 2025. During activation of the system, it was noted that the patient was not receiving adequate therapy to the desired location. In (B)(6) 2025 the patient reported that therapy was not providing any relief and that the stimulation was causing the patient to feel off balance. A full system explant was performed on (B)(6) 2025 per the patient's request.